Event description:
Site reported a pneumothorax post superdimension procedure. Patient received oxygen via chest tube and was hospitalized 2 nights.

Manufacturer narrative:
Superdimension has requested devices from the site but has not received anything for evaluation to date. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.